Event description:
It was reported that the device had extensive discoloration of bag and stiffening of materials, which are about 2 years old. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review cannot be performed because this product is a purchased finished good and the manufacturing record was not provided by the supplier. The manufacturing records of the product in question are retained by the supplier at their manufacturing site. The returned product cannot be located and is considered to be lost. We are unable to confirm the reported complaint. Operator of device unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).